Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The pd catheter (not a fresenius product) was removed, and the patient was no longer completing pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for a routine appointment on (B)(6) 2025. At that time, the patient reported having lower abdominal cramping for a few days prior, but stated she had no symptoms on that date. On (B)(6) 2025 the patient went to the emergency room (ER) with abdominal pain. Pd cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The antibiotic therapy is unknown. No documentation for the antibiotic therapy were found in the patient¿s records. The patient¿s white cell count on (B)(6) 2025 was 10,760. The cultures resulted positive for enterococcus species. The patient¿s pd catheter was removed. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown. The patient will be reassessed once recovered to determine if a return to pd therapy is possible.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. The pd catheter (not a fresenius product) was removed, and the patient was no longer completing pd therapy. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic for a routine appointment on (B)(6) 2025. At that time, the patient reported having lower abdominal cramping for a few days prior, but stated she had no symptoms on that date. On (B)(6) 2025, the patient went to the emergency room (ER) with abdominal pain. Pd cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The antibiotic therapy is unknown. No documentation for the antibiotic therapy were found in the patient¿s records. The patient¿s white cell count on (B)(6) 2025 was 10,760. The cultures resulted positive for enterococcus species. The patient¿s pd catheter was removed. The patient transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2025. The cause of the peritonitis is unknown. The patient will be reassessed once recovered to determine if a return to pd therapy is possible.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization and transition to hemodialysis. However, there is no documentation in the complaint record to show a causal relationship between the adverse event and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, the culture results of enterococcus species suggests either a translocation of the bacterium or a contamination event. ¿enterococcal peritonitis mainly originates from the intestine, and it may also be caused by direct contamination in several cases.¿ based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.